Event description:
It was reported that an ilet pump displayed an unable to proceed during a supply change and later generated an alert 38 indicating consecutive motor stalls that were not resolved after priming and rewinding, after which the user removed all supplies, completed a successful dry run, performed a supply change with new supplies, and resumed delivery; a replacement ilet was shipped with instructions for return and device shutdown. Symptoms included elevated blood glucose of 165 mg/dl without reports of hypoglycemia, diabetic ketoacidosis, or other clinical manifestations. Outcomes included temporary interruption of insulin delivery with restoration after successful supply change and continuation of therapy, with user monitoring advised. Investigation included troubleshooting with supply removal, dry run, and replacement of infusion components, as well as device replacement logistics. Investigation of this case revealed successful recovery after supply change and no recurring alerts during the call. It was concluded that the event was consistent with a motor stall during infusion setup, with functionality restored following supply replacement and system restart, and with no reported patient injury.